Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks for the patients atrial tachycardia and therapy was exhausted. The shock impedance measurements for some of the shocks were greater than 125 ohms. A shock impedance measurement of 132 ohms was observed with painless lead impedance testing. Additionally, shock impedance and right ventricular (rv) pacing impedance measurements had increased approximately six months ago, but then measurements decreased. The pacing impedance measurements had not been out of range. Technical services (ts) discussed troubleshooting options. This patient was subsequently diagnosed with covid-19; therefore, tachycardia therapy was programmed off and the patient was given a lifevest until a lead replacement could be performed. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks for the patient's atrial tachycardia and therapy was exhausted. The shock impedance measurements for some of the shocks were greater than 125 ohms. A shock impedance measurement of 132 ohms was observed with painless lead impedance testing. Additionally, shock impedance and right ventricular (rv) pacing impedance measurements had increased approximately six months ago, but then measurements decreased. The pacing impedance measurements had not been out of range. Technical services (ts) discussed troubleshooting options. This patient was subsequently diagnosed with covid-19; therefore, tachycardia therapy was programmed off and the patient was given a lifevest until a lead replacement could be performed. This device remains in service. No additional adverse patient effects were reported. Additional information was received which reported that a revision procedure was performed, and this patient's rv lead was explanted and replaced. A lead issue was suspected. The device remains in service.